Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall which resulted to loss of capture (loc) with asystole less than 2 second. All impedances were within normal range. The rv lead was repositioned successfully and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.